Event description:
It was reported that an endovascular treatment (evt) was performed for a heavily calcified chronic total occlusion (cto) in the popliteal artery (pta). As lesion crossing was being attempted with an asahi crosslead penetration guide wire and a cxi support catheter (cook medical), the distal segment of the guide wire got stuck in the lesion. When removed ex situ, the distal segment of the guide wire was found deformed. Revascularization was achieved with an unspecified balloon catheter, and the procedure was completed. It was informed that there were no health hazards caused to the patient due to the reported event.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911 when the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. The reported crosslead penetration guide wire was returned for investigation. The returned crosslead penetration guide wire was found inserted in the concomitantly used cxi support catheter. The distal segment of the subject crosslead penetration guide wire was coming out of the distal end of the cxi support catheter. The two devices were stuck to each other, and the crosslead penetration guide wire could not be removed from the cxi support catheter. Microscopic observation found that the tip of the cxi support catheter was crushed at approximately 1mm from the distal end. The outer coil of the crosslead penetration guide wire was found distally gathered at approximately 17-25mm distal to the proximal solder (set at 25mm from the wire tip to fix the outer coil onto the core wire), and the ball tip was observed at the very distal end. Microscopic observation of the proximal solder and the ball tip found that the solder material was exposed. The exposed solder material surface had a trace of transfer mark of the outer coil, indicating that the outer coil came off from the solder. Observation by microscope and scanning electron microscope (sem) of the ends of the proximal and distal sides of the outer coil found loosening and unknotting of the outer coil likely due to accumulated torsion. The solder material was found adhered on the proximal and distal ends of the outer coil, indicating that the outer coil had come off with the solder material from the proximal solder and distal solder. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presumed that torsion generated with guide wire manipulation while the distal segment had been caught by the calcium might have been locally accumulated on the distal segment of the guide wire. Consequently, the outer coil was significantly loosened at the proximal solder and came off from the proximal solder. As further pressing and rotating manipulations were applied, the outer coil was distally gathered and tightened, letting the outer coil off from the distal solder. The outer coil could eventually loosened during the subsequent withdrawal attempts. Although it was concluded that this event was not attributed to product quality, it was concluded that wire fragment would be inevitably left in situ should the same event recur. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ observe guide wire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guide wire without observing corresponding movement of the tip. [Otherwise, the guide wire may be damaged and/or trauma may occur.] In addition, ensure that the distal guide wire and its location in the vessel are visible during wire manipulations. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunctions and adverse events] 1. Malfunctions ~ breakage of the guide wire ~ damage such as separation.

Event description:
It was reported that an endovascular treatment (evt) was performed for a heavily calcified chronic total occlusion (cto) in the posterior tibial artery (pta). As lesion crossing was being attempted with an asahi crosslead penetration guide wire and a cxi support catheter (cook medical), the distal segment of the guide wire got stuck in the lesion. When removed ex situ, the distal segment of the guide wire was found deformed. Revascularization was achieved with an unspecified balloon catheter, and the procedure was completed. It was informed that there were no health hazards caused to the patient due to the reported event.

Manufacturer narrative:
The initial manufacturer report #3003775027-2024-00145, submitted on 27-12-2024, had the following incorrect information: b5. The target segment to treat that should have been "posterior tibial artery (pta)" was incorrectly reported as "popliteal artery (pta)". H6. Annex e - health effects - clinical signs and symptoms or conditions. The intended code was 4582 (no clinical signs, symptoms or conditions) while the incorrectly reported code was 4852 (intraoperative cardiac valve injury). Therefore, asahi intecc would like to correct the error by way of this follow up report.